Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Visual examination of the returned guidewire revealed that the sensor wire was broken at 125.8 cm from the proximal end (the distal section was not returned by the customer). Also, the coating was peeled near to the broken section. The complaint is consistent with the reported event of core wire broken. It is the most probable that an interaction with the laser fiber device could have generated the both failures encountered. Based on all gathered information, user error is the most probable cause since the complaint investigation determined that there was an act of omission that resulted in a different medical device response than intended by the manufacturer or expected by the user. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a sensor¿ guidewire was used during a ureteroscopy (urs) procedure performed on (B)(6) 2017. According to the complainant, a non-bsc laser fiber was used to break the stone. During the procedure closure, when the fiber was removed it was noticed that half of the sensor guidewire had broken off. Reportedly, the laser fiber caused the guidewire break. The physician attempted to retrieve the broken guidewire using forceps and a flexible scope, however the attempt was unsuccessful. The following day a radiologist placed a nephrodrain and removed the guidewire successfully using a ¿lasso¿ kind of device. The procedure was completed by placing a double jj stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.